Event description:
It was reported that the patient with this right ventricular (rv) lead broke their clavicle, which resulted in an increase in their capture threshold measurements. After the patient healed, the physician opted to cap and surgically abandon this rv lead, with a new lead implanted to improve the capture threshold measurements. No additional adverse patient effects were reported.